Manufacturer narrative:
Review of the data log files of the subject surgery for investigation purpose indicated that the two reported device shutdowns are due to the following root causes: first shutdown is due to a the optical distance sensor wire which blocked the movement of the robot arm. The device shutdown following this event is a normal behavior, second shutdown is due to software bug.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Two communication failures occurred during surgery. The first, at approximately 12:45pm, occured when laser wire became caught in a joint on the robot arm. Cst removed wire, which appeared undamaged, and re-initialized system. The second, at approximately 1:45pm, may possibly have been due to force applied on robot arm while surgeon drove bolt into bone. Cst re-initialized system and no other incident occurred